Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm, off no power alarm and weak battery alert. The customer's blood glucose was 242 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer performed displacement test and the insulin pump passed. The customer was advised to place a new recommended battery. The insulin pump will not be returned for analysis.